Manufacturer narrative:
The lot number for both malfunctions was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for break as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600604 chronic catheter allegedly experienced break. This information was received from multiple sources. This malfunction involved both patients with no consequences. Both (B)(6) male patients weight was (B)(6).